Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not provided. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. Without the return of the device a cause for the reported event cannot be determined. It should be noted that a specific device failure has not been reported. Incident information indicates that the device was slid too far into the femoral artery by the physician. The instructions for use (IFU) states: carefully back-load the prostar xl device over the guide wire until the guide wire exit port is just above the skin line. Remove the guide wire. Continue to advance the prostar xl device until the barrel is at skin level. Therefore, based on the investigation findings, a deviation from the IFU can result in sliding the device too far into the femoral artery. A review of the complaint handling database was not performed because the device lot number was not reported.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a prostar xl device after an interventional procedure which used a 9f sheath. Reportedly, the device was slid too far into the femoral artery. The device was removed and a second prostar xl device was used to achieve hemostasis. There was no reported adverse patient sequela. It was reported that the physician is trained in the use of the prostar xl device. Though requested, additional information was not provided.